Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided, which reportedly, was the result of consuming carbohydrates. Bg was addressed via a correction bolus. Customer re-loaded the cartridge to resolve the issue.